Event description:
(B)(4). Pelvic pain, non-stop bleeding, I nflammed pelvic, contraction in the uterus, hair loss, tooth decay , hystorcytomy. During hystorcytomy coil found in uterus, uterus was mushy, and tissue like butter according to doctor was not healthy like a (B)(6) uterus should be.